Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the balloon separated from the shaft and remained stuck in the patient's vessel. The user could not extract the separated part, therefore a surgeon was called in to perform open surgery to remove the foreign body. According to the initial reporter, the patient remained in the ICU for days. No adverse effect have been reported after this occurrence.

Manufacturer narrative:
Evaluation: a preliminary investigation review of the functional testing, complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and a visual inspection of the complaint device was performed. One used and damaged advance 18 lp low profile balloon catheter was returned for investigation. The hub, proximal end of catheter and proximal end of balloon are missing. Catheter only length is 3.3 cm. One marker band is noted on the proximal end of catheter inside the balloon. Balloon is separated radially, but a 5 mm longitudinal separation is noted at the radial separation. Catheter (with balloon) length is 5.9 cm. Balloon only length is 5.3 cm. The IFU included with the device states: "particular care should be taken in handling the balloons to prevent damage. They will inflate to the indication size parameter when utilizing proper pressure recommendations. The catheter is compatible with .018 inch (0.46mm)/.014 inch (0.36mm) wire guides. Do not exceed rated balloon pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliances card insert. Over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. The burst pressure data was analyzed using factors for a one sided tolerance to determine with 95% confidence that 99.9% of those balloons would no burst below the calculated rated burst pressure. In heavily scarred access sites, use of an introducer sheath is recommended. Choose a balloon appropriate to lesion and vessel diameter. If balloon pressure is lost and /or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. Upon removal from package, inspect the product to ensure no damage has occurred." The device history record was reviewed for the complaint lot number and no non-conformances were noted. There is no evidence to suggest that product was not manufactured to current specifications. A complaint history search revealed this complaint to be the only reported complaint associated to the complaint lot number. Based on the available information it was determined that the root cause of the event was attributed to the product receiving excessive pressure during use. No additional mitigation activities are required. We will continue to monitor for similar complaints, and have notified the appropriate personnel of this event.